Event description:
Nellcor puritan bennett received a report where a biomedical engineer reported that the unit was reading contact 100% sp02 oximetry readings during testing on two different simulators. No pt involvement.

Manufacturer narrative:
The unit was requested back for investigation, but it has not yet been received.